Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: clogging of the suction port due to the biopsy cap and the handling described in the warning/caution of the operation manual ¿using endotherapy accessories.¿ the event can be detected/prevented by following the instructions for use which state: gastrointestinal videoscope olympus cf-lv1l/I operation manual chapter 3 preparation and inspection gastrointestinal videoscope olympus cf-lv1l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a blocked suction port by a biopsy cap that was removed. There was no patient involvement.